Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2007: patient presented with the following pre-op diagnosis: lumbar spondylosis l4-s1, lumbar discogenic back pain l4-s1, foraminal stenosis l4-s1, lumbar radiculopathy, l4-s1. Procedure: hemicorpectomy, l4-s1, anterior arthrodesis, l4-s1. Anterior instrumentation l4-s1. Harvesting of bone through some incision. Application of cage, open reduction of spinal deformity. Per operative notes: an interdisk space distractor was placed and 15 mm cage was brought on the field. It was packed with chronos chips and bone morphogenic protein. It was then impacted into the disk space completing the placement or the application of the cage. Patient underwent the following procedure: exposure for anterior lumbar interbody fusion at the level of l4-5 and l5-s1. With pre-op diagnosis: degenerative disk disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.